Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to a component related discrepancy.